Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. A prostyle cuff miss [suture retrieval issue] was noticed when the plunger was pushed in and pulled out after slight twisting of the device. It should be noted that the electronic prostyle instructions for use, states: prior to depressing the plunger to advance the needles, stabilize the device by the body to ensure the foot is apposed to the vessel wall and the device does not twist during deployment. Twisting (torquing) the device could lead to needle deflection resulting in a cuff miss. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after a radio frequency ablation procedure with an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed in the narrow puncture site after a slight twisting of the device to avoid interference. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.